Manufacturer narrative:
Concomitant medical products: product ID:5071-53, product type: lead, implanted: (B)(6) 2019; product ID: 7120q, product type: lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation, the cardiac resynchronization therapy defibrillator (crt-d) exhibited a power on reset (por). It was also reported that the patient was near syncope with loss of capture noted on the epicardial left ventricular (lv) lead during testing, variability was observed in the measured pacing threshold. The crt-d and the lv lead remain in use. No further patient complications have been reported as a result of this event.